Event description:
It was reported that during implant of the right ventricular lead, the superior vena cava (svc) coil appeared to have a slight separation under fluoroscopy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the lead passed the introducer test. The svc exposed defib conductor distortion at 32 cm is very slight.